Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that patient was experiencing ineffective stimulation. As a result surgical intervention was undertaken on (B)(6) 2023 wherein scs trail leads were implanted for the same pain pattern to address the issue, surgical intervention was also undertaken on (B)(6) 2023 wherein patient was implanted with a permanent scs system to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
Date of event is estimated. Additional information was requested to obtain full patient information but not yet received. Additional components potentially involved in the event include: common device name: 90cm slimtip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7489850.